Event description:
It was reported that during a surgery the implant was found to be broken. The surgeon reported that there was no harm for patient, operator or third party. The surgery was finished successfully with a new device. It was not necessary to switch the surgical technique or do a second surgery. (B)(6) 2021 update dw further information was provided that the implant cracked while the surgeon tried to implant it. Nothing broke off from the screw.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-1547ps peek anchor was received for investigation. Visual inspection identified that the distal-most thread of the peek implant had broken and unraveled. The method used to prepare the bone during the procedure, as well as the bone quality encountered, were not recorded. As such, probable causes can be attributed to improper bone preparation and/or prying/leveraging the implant during insertion.